Event description:
As reported to the edwards field clinical specialist, after a transfemoral tavr procedure for the implantation of a 26mm sapien valve the patient was stable and was transferred to the ICU for recovery. From ICU the patient was taken back to the or for an open heart surgery and expired during that procedure. The reported cause of death of the patient was annular rupture. Per report, the aortic annulus diameter measured 22mm by tee, and was noticed to have moderate valve calcification. The aortic root calcification was considered to be severe.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Fluoro and tee images of the procedure were requested by the edwards representative, but were not available. Without imaging, patient factors (annular diameter, valve calcification and stj calcification), and procedural factors (imaging intensifier angle, valve positioning prior deployment, adequacy of pacing during deployment), cannot be confirmed/assessed. In this case, the cause of the reported annular rupture cannot be confirmed. Risk factors for annular rupture include valve oversizing (a 26mm sapien valve in a 22mm annulus) and severe calcification of the aortic root. The device is not available for evaluation. There is no indication that an autopsy was performed. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.